Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl, which was treated with manual injection. Customer had symptoms of tiredness, stomach ache, excessive thirst and frequent urination. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Insulin pump passed high pressure test. After troubleshooting, it was found that cannula was bent. Customer was advised to change infusion set and to follow up with healthcare professional.